Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the loose connections of cables and drawers. The field service engineer cleaned debris from the bottom edge of the back panel and reseated the loose drawers and drawer cables. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system that drawer failure failed to stay closed. The customer reported able to get the medication from the pharmacy and there was a delay in patient workflow. There were no adverse events or injuries reported based on this incident.